Event description:
Superior foot of the femur guide was a poor fit that the anterior foot had to be cut off to seat the guide.

Manufacturer narrative:
Method: visual examination, materials and design parameters. Results: visual examination indicates the guide was slightly warped. Materials and design parameters were within specification. Conclusion: internal stress alteration following sterilization. No obvious inclusions or internal structure deformities.